Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal follow up, high out of range pacing lead impedance, loss of capture, and high capture thresholds were noted. The physician performed lead provacative testing and pocket manipulation to check lead integrity. Lead fracture suspected. Replacement was scheduled. The patient medical condition is good.